Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 161 mg/dl. The customer's mother stated that every other button on the insulin pump was working and that a battery replacement did not resolve the issue. She noted that the up button was not responding. The caller stated that the customer had bumped into a table while she had the device clipped to her hip prior to the keypad issues. Upon troubleshooting , it was found that the insulin pump passed the self test. The dislodgement test could not be completed due to the keypad issue. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump was received with no button response due to unlocked lcd keypad connector. Unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to lack of button response. No cosmetic damage noted. See scanned page.